Manufacturer narrative:
File has been reviewed and met all the necessary requirements for closure. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null, device history batch: null, device history review: null. Investigation results have been incorporated in the finalized medwatch.

Event description:
Complaint description: aug 4, 2017: litigation records received. Litigation alleges pain, swelling, popping, and decreased ability to ambulate. Oct 4, 2017: medical records received. After review of the medical records for MDR reportability, the patient underwent a revision on (B)(6) 2015 for lysis of adhesions and decreased range of motion. Manipulation and poly exchange was done. The insert is being reported for the pain. A fracture occured during the primary operation that is captured on (B)(4). This complaint was updated on: oct 27, 2017. Investigation method: in order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional reports against the provided product code/lot code combination. Device history record review (B)(4). Investigation summary: aug 4, 2017: litigation records received. Litigation alleges pain, swelling, popping, and decreased ability to ambulate. Oct 4, 2017: medical records received. After review of the medical records for MDR reportability, the patient underwent a revision on (B)(6) 2015 for lysis of adhesions and decreased range of motion. Manipulation and poly exchange was done. The insert is being reported for the pain. A fracture occured during the primary operation that is captured on (B)(4). This complaint was updated on: oct 27, 2017. Update dec 12, 2017 medical records (3 attachments) reviewed. There is no new information that affects the current complaint or MDR decision. This complaint was updated on: jan 9, 2018

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 4, 2017: litigation records received. Litigation alleges pain, swelling, popping, and decreased ability to ambulate. Oct 4, 2017: medical records received. After review of the medical records for MDR reportability, the patient underwent a revision on (B)(6) 2015 for lysis of adhesions and decreased range of motion. Manipulation and poly exchange was done. The insert is being reported for the pain. A fracture occured during the primary operation that is captured on com this complaint was updated on: oct 27, 2017.